Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing, decreased r-wave amplitude, and failure to capture were detected. The impedances were stable and there were no externalized conductors. The lead was explanted and replaced.